Event description:
The pt reported that the pump would reboot itself, when the backlight button was pressed. There was no adverse event associated with this complaint.

Manufacturer narrative:
The subject pump was returned and evaluated. The report of the pump rebooting upon pressing the backlight button could not be duplicated. Animas did observe the pump reboot during the eval period. At this time, further eval has not indentified the root cause of the reported complaint.